Manufacturer narrative:
Updated device observation coding. The device has still not been returned.

Manufacturer narrative:
This device has not yet been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Boston scientific's post market quality assurance laboratory confirmed that the device was operating in fallback mode. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. A designed precautionary response by the device resulted in a change to a well-defined "safe" default mode which operates as a single-zone ICD with limited programmability and shocking capability, and would have protected the patient in case of an arrhythmia. Additionally, non-programmable vvi pacing at 60 ppm is available. Warm resets were also detected in the device. Warm reset cause the device to reset some of the diagnostics. This likely caused the missing patient data that was observed in the clinic. The cause of the device behavior was concluded to be a result of software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.

Event description:
Boston scientific received information that this device was missing patient data recorded before the patient was exposed to magnetic resonance imaging (MRI) testing. The patient and implantable cardioverter defibrillator (ICD) were exposed to ten radiation treatments and one MRI test. The device was set to monitor only during the MRI. Before the last radiation treatment the device was reportedly beeping and the patient's heart rate dropped to 60 beats per minute (bpm). The device was interrogated after the last radiation treatment and found to be in safety mode. The patient has a history of being pacemaker dependent. Technical services (ts) was consulted about how much battery longevity was remaining, ts noted that could not guarantee how much time remaining due to the device exposure to MRI and radiation along with the device being in safety mode. A device replacement procedure was performed were this device was explanted and a new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
--